Event description:
It was reported that during preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) malfunctioned. Unit failed touch screen calibration and was missing a pixel. No patient involved. No harm reported. The fse was dispatched to evaluate the unit. It was reported that unit is maintained by in house biomed. Biomed replaced the touchscreen after it failed calibration during pm. Fse duplicated the reported issue of touchscreen calibrations not passing. Found the ribbon cable pinched in the display case. Replaced touchscreen which resolved the issue. Unit passed all functional and safety tests performed. Unit cleared for use.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.